Event description:
Event: vessel perforation. Case details: it was reported that external iliac artery was perforated with the expandable sheath, because the guide wire was no longer completely extended within the pt's vessel. The sheath was then extended further into the vessel occluding the perforation until the graft implant was completed. The perforation was treated with a stent. The graft was implanted successfully and the pt is doing well.